Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the pre-deployment angiogram had confirmed the indication. They planed to conduct vascular closure for patient after surgery in the left main artery. After the deployment, blood leakage was found, closure failed. The whole device was pulled out from the femoral artery and used another closure device from other brand. The following procedure went on well, no harm was found on the patient. The patient was in stable condition. Additional information was received 14october2019: a 6 fr. Sheath was used. There was no blood loss greater than 250cc's.